Manufacturer narrative:
The device was received for evaluation. A visual inspection and a leakage test of dialysate side were performed and a crack in the welding zone was found. The external fluid leak failure was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment a polyflux 170h set was found leaking at the blood port, 3 hours and 45 minutes into treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.